Manufacturer narrative:
(B)(4). Mitraclip clip delivery system, steerable guide catheter. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint database of the reported lot identified no previous incidents reported from this lot. Based on the information reviewed, the reported clip being damaged by another clip, resulting in slda of the first clip, appears to be related to procedural conditions as the closing of the second clip likely caused the posterior leaflet to be pulled out of the first clip. It should be noted that the mitral regurgitation (mr) grade remained unchanged. The patient effect of worsening mr, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip delivery system (cds 50324u107) referenced is filed under a separate medwatch MFR number.

Event description:
This is filed because the deployed clip (50320u136) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required an additional clip and is considered medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 50320u136) was advanced to the mitral valve leaflets and the clip was deployed in a central position. The mr was reduced to 2-3. The second cds (50324u107) was then attempted to be positioned on the lateral side of the first clip, with a half a clip width between the 2 clips. After closing the second clip, the mr increased to 4. It was observed that the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was suspected that the closing of the second clip caused the first posterior leaflet to be pulled out of the clip. The first clip was now very unstable. The second clip was implanted on the medial side of the first clip, and a third clip was implanted on the lateral side. This stabilized the first clip, but the mr remained at 4. The patient was confirmed to be clinically stable post-procedure. On (B)(6) 2015, the patient had successful mitral valve replacement surgery, and was confirmed to be in stable condition. No additional information was provided.